Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The unit returned has the distal end tip damaged, as part of overall visual revision. The spring tip is bent, also residues were noted between the protection guidewire and sheath slit. Additionally, the protection wire was received exposed from the sheath slit; and also the device is kinked. The outer diameter dimensions were found within specification. Sheathing and unsheathing test was performed and the filter bag was unsuccessfully deployed due to the protection wire exposed and residues noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a filterwire removal difficulty occurred. The target lesion was located in the carotid artery. A 190 cm filterwire ez¿ was selected for use. During procedure, it was noted that the filter did not advance and did not open. Subsequently, it was noted that the device was difficult to remove from the patient's body. Damage was also noted on the device. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that a filterwire removal difficulty occurred. The target lesion was located in the carotid artery. A 190cm filterwire ez was selected for use. During procedure, it was noted that the filter did not advance and did not open. Subsequently, it was noted that the device was difficult to remove from the patient's body. Damage was also noted on the device. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.